Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 500 mg/dl. The customer manually injected 40-50 units of insulin and went to the emergency room. Reportedly, the customer subsequently passed away. Cause of death is unknown. The customer's health care provider (hcp) did not have any additional information. Per medical examiner's office. Customer was not a medical examiner's case and autopsy was not performed by medical examiner's office.